Event description:
Received a copy of the customer's medwatch report from FDA which states, "I was outside of the room, when I saw his pump alarming, and went into the room. The pump said system failure and was flashing red. I transferred all the patient's medications onto a different pump with the help of the charge nurse. The patient was on very small dose of vasopressors, had the patient been on a larger dose this could have caused significant problems to the patient. The patient was also, on sedation and vented. The issue was caught quickly, and no negative outcomes were observed.".

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "I was outside of the room, when I saw his pump alarming, and went into the room. The pump said system failure and was flashing red. I transferred all the patient's medications onto a different pump with the help of the charge nurse. The patient was on very small dose of vasopressors, had the patient been on a larger dose this could have caused significant problems to the patient. The patient was also, on sedation and vented. The issue was caught quickly, and no negative outcomes were observed.".

Manufacturer narrative:
Additional information: manufacturer narrative root cause: the root cause for the reported issue that device had system failure and was flashing red was not determined because no product or device logs were returned. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.